Event description:
Patient meter had no power (unknown of how long meter did not have power on for). Patient was having sysmptoms of low blood glucose, which consisted of feeling hungry, dizzy, irritable and patient's stomach was hurting. Patient was taken to the e.r. And was treated with antibiotics through an IV. Unknown of what the blood glucose was in at the e.r. Ccr checked that the batteries are good and that they are correctly installed (positive + side up) and meter still has no power. Ccr is unable to resolve the issue. Sending a replacement meter.